Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-82950.

Event description:
It was reported that the customer was hospitalized in the past and she almost died both times due to a defective insulin pump. The customer when back to manual injections. The sister stated that the events happened during a trial period of the insulin pump. The paramedics were called and transported the customer to the intensive care unit. The customer was wearing the insulin pump at time of arriving at the hospital. The cause of his hospitalization was high and low blood glucose. No further information was provided.